Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the patient presented in clinic with oversensing on the right ventricular lead. Programming changes were made and the patient was to be monitored. The patient was stable.